Event description:
The customer reported a false positive result with the idnow covid-19 assay with a kit swab performed on (B)(6) 2022. Pcr confirmation testing (platform: unknown) was performed generated a negative result. Per the customer, the CT value was above 30. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1060765 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1060765, test base part number 190-430 / lot 1060765. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1060765 showed that the complaint rate is 0.06%. The log files submitted to abbott diagnostics (B)(4) were reviewed for ID now covid-19 false positive result on the date provided. The indicated result was a valid positive result with no errors or issues observed. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference; substances in the sample itself may have interfered with the reaction.